Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call reservoir leak. Customer's blood glucose level was 219 mg/dl. Troubleshooting for the reservoir leak was performed. Customer advised that the location of the leak was at the o-rings. Customer was unable to send back the reservoir for analysis as they had discarded it. Customer is new to the insulin pump and this was their 2nd set change. Customer was able to successfully change out their set the 2nd time they attempted to do so.